Manufacturer narrative:
Product analysis: it was determined during analysis of the external pulse generator (epg) that the output connector assembly was broken, the display wire was pinched (insulation exposed), lock button was flat (out of mechanical specification, printed circuit board was replaced due to errors, encoder assembly was contaminated, the encoder knobs were contaminated, upper case was dented, lower case was broken, hanger assembly was broken, main label was damaged, one case screw was contaminated, hanger screw is contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned without incoming information and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.